Event description:
Procedure type: low anterior resection. According to the reporter: the instrument could not be removed once it was fired. The surgeon re-clamped and re-fired the instrument and saw that the purstring suture was cut and the anvil was tilted but still was difficult to remove from the pt. Once the device was removed, leaking was noticed at the anastomosis. A new instrument was used to complete the procedure. Surgery time was extended by one hour as a result. The pt is in stable current condition.